Manufacturer narrative:
Sensor 0m00677jfgm has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi (greater 500 mg/dl) while wearing the adc freestyle libre sensor, as compared to a competitor's brand meter on 21nov2021. The customer had a seizure and a loss of consciousness, and a glucose test of 23 mg/dl was obtained on the competitor¿s brand meter. The customer was provided an injection of glucagon by a non-healthcare professional for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi (greater 500 mg/dl) while wearing the adc freestyle libre sensor, as compared to a competitor's brand meter on (B)(6) 2021. The customer had a seizure and a loss of consciousness, and a glucose test of 23 mg/dl was obtained on the competitor¿s brand meter. The customer was provided an injection of glucagon by a non-healthcare professional for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.